Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having a buzzing or a shocking sensation and that their heart rate was jumping up. The pacing vector of the left ventricular (lv) lead was changed and the lead remains in use. No further patient complications have been reported as a result of this event.